Event description:
It was reported that the procedure was to treat an 85% stenosed, heavily calcified lesion in the moderately tortuous proximal circumflex (cx) artery. Pre-dilatation was performed with a 1.5x12mm unspecified balloon dilatation catheter (bdc). The 3.0x33mm xience xpedition stent implant was successfully deployed. However, a vessel dissection was noted, which was treated with deployment of another xience xpedition stent implant. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances. The reported patient effect of dissection, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.